Event description:
It was reported that the patient presented at the clinic due to their right ventricular lead exhibiting noise oversensing. No intervention has been performed, and there were no patient consequences.